Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Reportedly, the trunk-ipsilateral leg component was advanced up the right side and deployed without issue. There was reported difficulty advancing a contralateral leg component up the left side and into the contralateral gate of the trunk. An attempt was made to advance the contralateral leg component up and over the aortic bifurcation and into the gate, but this too proved unsuccessful. After several failed attempts to cannulate the gate, the physician elected to convert the patient to an aorto-uni-iliac using an additional trunk-ipsilateral leg component. The patient tolerated the procedure. It was reported the physician believes the difficulty in cannulation of the contralateral gate was due to differences in left versus right anatomical plane approaches and not device related.

Manufacturer narrative:
Patient medications include; proscar, viagra, zocor, and flomax. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)